Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol had a scratch directly in the center of the lens. The scratch was observed after insertion when the lens unfolded. The iol was removed during the initial procedure. Additional information has been received and stated that, the lens was replaced with another lens during initial procedure. There is no patient harm reported.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The optic was cut into pieces, typical of insertion and removal. The cut optic pieces had multiple scratches on the anterior and posterior sides of the lens. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Information was provided in the file that indicated the use of a non-qualified lens/cartridge/viscoelastic combination. The company lens model is only qualified for use in the company model ii and iii cartridges. Company ovd (ophthalmic viscosurgical device) is the only qualified viscoelastic with the qualified lens/cartridge combination. The handpiece indicated is qualified when used with the qualified lens/cartridge combinations. The reported lens damage was observed. The root cause for the reported complaint appears to be related to failure to follow the IFU (instructions for use). The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).